Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effect of perforation, as listed in the product risk assessment and instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Perforations can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event: perforation requiring intervention. Onset of adverse event: during the procedure. Device issue: none. It was reported that the xience (3.0 x 28 mm ) stent was deployed in the predilated, highly calcified ostial right coronary artery, followed by the deployment of the xience (4.0 x 12 mm) stent in the target lesion. After the deployment of the second xience stent, a perforation was noted. Heparin was discontinued and protamine was administered. There was no other invention reported. There was no adverse pt sequela. There was no additional information provided.